Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history log identified ¿motor not running,¿ ¿pump motor drive off post,¿ and ¿check clutch/plunger lever¿ alarms. Visual and functional testing was performed, and the customer¿s reported problem of a motor not running error was confirmed. The most probable cause was determined to be device aging and normal wear, resulting in main pcb and drivetrain component degradation. The leadscrew, coupler, main pcb, and plunger position potentiometer were replaced to fix the issue.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device is having a motor not running error. There was no patient involvement.